Event description:
Pump was reported to have triggered an altitude alarm 21. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to clear obstructions from speaker holes, clean them with a brush and cloth, and remove and reconnect the cartridge. After these actions, insulin delivery was resumed, and the alarm did not recur. Pump operation returned to normal, and customer was given advice to prevent future altitude alarms.